Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, it was found that the device was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned contour ureteral stent was analyzed, and during the inspection, it was found that the stent bladder coil was detached. The analysis performed to the returned device; it is possible to conclude that this issue could be caused by operational factor. Based on the analysis results of observed coil detached, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, it was found that the device was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.